Manufacturer narrative:
There are no reported injuries associated with this event. The reported symptom was attributed to failed mosfet switches found on the ultrasonic generator (500 w) board, p/n 12008, which caused the fuse to open, rendering the board inoperable.

Event description:
While on site to perform a ufas installation, it was noted by the technician that the ultrasonics were not functioning as intended.